Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital due to cardiac arrest with no pulse which occurred for an unknown reason. Device interrogation identified a large amount of inappropriate shocks with flat electrograms. Smart pass had been disabled due to undersensing and low amplitude tachycardia. It was confirmed that the shocks were the result of the external rescue measures. A boston scientific technical services consultant informed the caller that external rescue procedures can cause distortion of signals, along with frequent shocks. No additional adverse patient effects were reported. Additional information was received stating that non invasive programmed stimulation (nips) and induction testing was performed to assess the ability of the device to adequately convert/rescue the patient from an arrhythmia. Nips was successful with good sensing and restoration of sinus rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital due to cardiac arrest with no pulse which occurred for an unknown reason. Device interrogation identified a large amount of inappropriate shocks with flat electrograms. Smart pass had been disabled due to undersensing and low amplitude tachycardia. It was confirmed that the shocks were the result of the external rescue measures. A boston scientific technical services consultant informed the caller that external rescue procedures can cause distortion of signals, along with frequent shocks. No additional adverse patient effects were reported.